Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the faulty printed circuit board/patient board could not be identified. However, it¿s likely the cause is related to the subject device being manufactured before the circuit design change of the operational amplifier of the dr board (printed circuit board). It was confirmed that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis exera iii video system center due to a poor looking camera plug socket. According to the initial reporter, the socket was dirty and needs replaced. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit was not producing an image when a 180 series scope was used. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The camera socket was found dirty and in need of replacement. Additionally, as noted, a faulty printed circuit board was discovered and causing no image to display when 180 series scopes were used. Other findings include a poor connection due to a worn-out video connector latch, and outdated software. If additional information becomes available following the device evaluation, a supplemental report will be filed.